Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl. Reportedly, the customer inadvertently performed the load fill tubing process multiple times while connected to the infusion set site. The customer required assistance from paramedics to treat bg level via intravenous glucose. The customer was instructed to consult with healthcare provider regarding bg level.